Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The battery depleted from 100% to 20% within one day. Customer reported blood glucose level was 87 (mg/dl). It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.